Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced blood glucose (bg) levels up to 280mg/dl. The customer declined troubleshooting with tandem technical support to determine a possible cause of the most recent occlusion. Reportedly, the customer observed a white mark or an air bubble in the infusion set tubing; the customer could not confirm which of the two issues it was. Tandem technical support educated the customer in regards to occlusion alarms.